Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and the pump shut down as expected. As a result, insulin delivery ceased and customer experienced a high blood glucose (bg) level of 4000 mg/dl. Customer's wife called an ambulance and customer was subsequently hospitalized where they were treated with insulin. They were released from the intensive care unit five days later.